Event description:
It was reported, the patient experienced severe pain in her left leg following the implantation of a 1x8 trial lead. It was noted that the physician had trouble placing the lead due to the patient¿s history of scoliosis, broken back and metal rods in the back area, which may have broken in the past. The lead was located midline and the patient was feeling stimulation bilaterally; the right side was the target for pain. It was noted that the patient was sent to the emergency room, but was not admitted to the hospital. The lead was explanted on the same day as implant and the pain then subsided. It was later reported that there were no device issues. The patient was getting good coverage and liked the stimulation in her back and right leg. It was noted that the patient did not want to turn stimulation off. The reporter stated that the pain in the left leg was constant with stimulation on or stimulation off and it ¿seemed to ease up¿ after the lead was removed.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_lead; lot# unknown; product type lead. (B)(4).